Manufacturer narrative:
The reported events were low high voltage impedance and noise were confirmed but clavicle crush was not confirmed. As received, a partial lead was returned in two pieces for analysis. Final analysis found that the insulation was abraded at 7.5 cm to 7.7 cm from the connector pin. The abrasions were consistent with exposure to constant friction against friction to device.

Event description:
Related manufacturer reference number: 2017865-2024-39260. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, low defibrillation impedance and insulation damage due to clavicle crush on the right ventricular (rv) lead. Device interrogation revealed noise oversensing, and insulation damage due to clavicle crush causing the guidewire not to be able to advance on the atrial (ra) lead. The physician elected to explant and replace the rv lead and cap the ra lead on (B)(6) 2024. The patient was in stable condition.